Event description:
Rupture of catheter: with clamp open, a port was flushed with normal saline from a 10 ml syringe. During flushing, the catheter leading to the insertion site split open on the side. Saline then leaked out of the catheter. The port was clamped and a red dead-end cap was placed. A kelly clamp was also placed on the catheter. IV drips were taken off the other port of the catheter and were then infused using other access sites.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with test strip. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.